Manufacturer narrative:
(B)(6). The phacoemulsification machine was examined and tested at the customer location by an j&j field service specialist (fss). The fss found no issues with the operation of the equipment. The fss noted the tubing pack may have contributed to the event as once the tubing pack was replaced, the equipment was working as intended. The fss performed a field service checklist. The system was verified for all modes of operations. The system met all factory specifications. The fss provided training awareness and guided on good equipment handling practices. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported a cataract patient presented with edema after the procedure was completed. A brief description from the surgery center indicated it was the second procedure of the day, and the aspiration was not effective. There was a considerable amount infiltration dispensed. After completion of the cataract procedure, the patient presented with edema that had covered the middle of the cornea area. Although attempts were made for additional information, no additional information was provided.

Manufacturer narrative:
Correction: in initial report, the device manufacturer date was inadvertently reported as 10/28/2017, however, the correct date is 10/27/2018. This follow up has the correct date in section. Per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the opo73 lot# 60095940. All devices met material, assembly and performance specifications at the time of product released. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.